Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented, if device eval becomes available.

Event description:
During use of the subject device for a laparoscopic excision of endometriosis, the probe damage error occurred. And the probe tip of the device was fallen off inside pt. The broken piece was retrieved by the surgeon. The procedure was completed with a similar device. There was no pt harm reported without this event.